Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that they ended up in the hospital after surgery due to infection. It was noted that the patient felt very sick and weak. No further relevant information has been received to date.